Event description:
It was reported the device was used during laparoscopic revision of a hartmann pouch. The device misfired and the procedure was converted to an open procedure to complete the case. There were no other known consequences to the pt.